Manufacturer narrative:
The device is not available to the manufacturer.

Event description:
It was reported that during introduction for acom aneurysm treatment, the physician noted green particles coming off from the proximal part of the guidewire (subject device). The procedure completed successfully with this device. No clinical consequences were reported to the patient due to this event.

Manufacturer narrative:
D4 lot # - corrected from 000066008 to 0000066008. There are controls in the manufacturing process to ensure the product met specifications upon release. During visual inspection, an attempt had been made to shape the guidewire tip, the guidewire was returned with the introducer attached, the guidewire ptfe (polytetrafluoroethylene) coating was noted to be peeling in multiple areas to 88cm from the proximal end, the core wire distal end was observed through the distal tip dome, the introducer was examined under magnification, ptfe(polytetrafluoroethylene) coating particles we noted, and hydrophilic coating was hydrated there were no anomalies noted. A functional test was not required. The event was confirmed based on the damage noted to the returned device. The device failed to meet specification when returned for analysis. The reported event is covered in the device directions for use (dfu). As well, the risk of the reported event is documented in the risk documentation and there are current controls to mitigate the risk of the as reported event. The event reported that as the physician was introducing the wire in the metal introducer sheath from the proximal part, she noted green particles coming off from the proximal part of the wire. She saw them on the operating table. She continues the procedure, and she used the same wire. Analysis of the returned device found an attempt had been made to shape the guidewire tip. Scraping and peeling of the ptfe (polytetrafluoroethylene) was evident in multiple areas of the guidewire. The peeling most likely occurred as a result of interaction with another device. The damage noted is consistent with backloading the proximal end of the guidewire into the distal end of the introducer and pulling it through the introducer. The as reported and as analyzed ¿guidewire ptfe coating peeling¿ will be assigned handling damage as the issue is due to handling of the product or portion of the product during the clinical procedure, upon removal of the product from the packaging, or preparation of the product prior to use.

Event description:
It was reported that during introduction for acom aneurysm treatment, the physician noted green particles coming off from the proximal part of the guidewire (subject device). The procedure completed successfully with this device. No clinical consequences were reported to the patient due to this event.